Event description:
Consumer via chat stated that a piece of metal from the oral-b electric toothbrush handle (where the head goes) snapped off today while brushing their teeth. The toothbrush head fell off and then the piece of metal snapped off right after. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chat stated that a piece of metal from the oral-b electric toothbrush handle (where the head goes) snapped off today while brushing their teeth. The toothbrush head fell off and then the piece of metal snapped off right after. No injury was reported.